Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device powered down after it was disconnected from a main power supply. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing and review of the device data logs confirmed the reported device powered down after it was disconnected from a main power supply and also revealed a battery charger fault (system fault 180). The internal battery was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down after it was disconnected from a main power supply. There was no patient harm or serious injury reported as a result of this incident.